Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A practice manager reported that after intraocular lens (iol) implantation, the lens broken at haptic optic junction. The lens was explanted and replaced with same model and diopter within 2 weeks after implantation. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that the patient presented for 1 day post operation visit, it was noted that lens was not at desired axis. It was decided to rotate the lens. During the attempt to rotate the patient's original iol, physician noted that the iol haptic optic junction was broken. For this reason, a new toric iol has been placed with same model and diopter.